Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe was unable to be inserted all the way into the trocar cannula. The probe was exchanged to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Additional information is provided. The customer reported that the 25 gauge illuminated flex curved laser probe was not able to fit in the trocar. The surgery was completed using another probe. There was no patient impact. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed some adhesive on the tip near the cannula-nitinol junction. The laser probe was inserted into a 25ga trocar cannula, but resistance can be felt near the junction of the cannula and the nitinol tip, confirming the customer reported event. It should be noted that laser probes are visually inspected and excess adhesive is cleaned during manufacturing to verify the tips are conforming. The 25 gauge illuminated flex curved laser probe was manufactured on june 13, 2017. There were 1116 paks associated with this lot number (l/n). The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2017. There were 100 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. The manufacturer internal reference number is: (B)(4).